Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their meter was not sending the blood glucose to the insulin pump. Customer confirmed the meter and device are programmed correctly. Blood glucose level at the time of the incident was 500 mg/dl. The insulin pump was not returned.